Event description:
It was reported that after performing a directional coronary arthrectomy a dissection was noted proximal to the lesion site. It was believed that the dissection was created from the guiding catheter. The physician placed three stents to repair the vessel with a good angiographic result. The device was discarded by the hospital. The pt was reportedly stable throughout.